Event description:
Customer reported the insulin pump alarmed. Customer was unable to clear the alarm. Customer declined to troubleshoot stated was already scheduled to be replaced. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.